Manufacturer narrative:
(B)(6). (B)(4). This device is not approved for sales in USA but a similar device with catalog number 9393009 and 510k number k094025 is approved for sales in USA. The device was not returned to manufacturer therefore cause of event cannot be determined.

Event description:
Pre-operative diagnosis for this procedure:degenerative disc disease l4-l5 it was reported that intra-op, during the implant of the cage at the level l4-l5, the surgeon pushed the cage too anteriorly, out of the vertebral space as confirmed by the x-ray image. The patient does not have any troubles at the end of the surgery. The surgeon plans a 3d scan (MRI) and to re-operate the patient through an anterior approach. Patient complications were reported unknown. However the patient will be re-operated to remove the cage from patient's abdomen.

Manufacturer narrative:
Image review: fluoroscopy taken intra-op. Levels implanted: l4-5.l4-5 peek graft located in retroperitoneal space. Placement in this position is a result of over tamping and is a surgical technique issue. Root cause: surgical technique related.